Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted tissue visible on the helix. Outer insulation is cut and proximal conductor is distorted at 21.9cm, explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the patient exhibited intermittent possible diaphragmatic stimulation. Repositioning of the lead was attempted but was difficult possibly due to heme buildup inside the lead which prevented smooth stylet function. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.